Event description:
It was reported that during an attempted implant, capture threshold and sensing could not be obtained when the device was connected to the leads. The impedance was also noted to be high. The device was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a high lead impedance, output, and sensing anomalies were confirmed in the laboratory. The device was tested on the bench and an anomalous transistor was identified. The cause of the field events was due to a connection issue with the anomalous transistor on the hybrid.